Event description:
During a laprascopic tubal ligation, the device was inserted into the pt's cervix and the tip broke off. The broken piece was removed manually (fingers or forceps). There was no pt injury.